Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode was found outside of the cochlea, as confirmed by diagnostic imaging. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
It was reported that a decrease in performance with the device was observed by the patient's mother. Device in situ testing showed normal results. Diagnostic imaging showed a fully extruded implant. The patient has been re-implanted. It was stated by the surgeon in the device explantation report that it seemed like the implant housing rotated early during the recovery and stayed well attached to the bone and that years later the electrode was pulled out of the cochlea.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that a decrease in performance with the device was observed by the patient_s mother. Device in situ testing showed normal results. Diagnostic imaging showed a fully extruded implant. The patient has been re-implanted.